Event description:
It was reported that an ilet user experienced hyperglycemia with a meter reading of 550 mg/dl and a device display of high; a supply change earlier in the day was followed by absent drops during a tubing test until a new full supply change was completed with confirmed drops and resumed delivery, suggesting an empty cartridge had been inserted; the event was associated with a user procedure issue, and the relevant component was the tube. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem was identified, and the medical device problem involved an improper or incorrect procedure or method related to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.